Event description:
It was reported that the patient presented remotely via merlin.net transmission. The estimated battery longevity decreased faster than expected. The battery longevity was less than 3 months from the most recent estimation. It was determined that the device had a normal battery depletion curve and a diagnostic anomaly led to under estimation of battery life. Patient was not symptomatic and will continue to be monitored until the device hits elective replacement indicator.